Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) tunnelling tool accessory was introduced beyond the subcutaneous space resulting in tissue damage and/or perforation during the implant procedure. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this s-ICD tunnelling tool accessory was introduced beyond the subcutaneous space resulting in tissue damage and/or perforation during the implant procedure. Device risk review: a risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD tunneling tool was not returned for analysis. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that this patient was undergoing an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, when it was observed that the first attempted electrode position had elevated shock impedance values (~110 ohms) and substantial fat deposits underneath the electrode. The physician re-tunneled the electrode to attempt to obtain a more suitable position, but diagnostic imaging revealed that the tunnelling tool had perforated into the sternum. The physician re-positioned the lead a third time, which resulted in an appropriate position with good impedance measurements. The procedure was completed successfully to resolve the event and no additional adverse patient effects were reported. The s-ICD electrode remains implanted and in-service, and the tunnelling tool was not returned.

Event description:
It was reported that this patient was undergoing an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, when it was observed that the first attempted electrode position had elevated shock impedance values (~110 ohms) and substantial fat deposits underneath the electrode. The physician re-tunneled the electrode to attempt to obtain a more suitable position, but diagnostic imaging revealed that the tunnelling tool had perforated into the sternum. The physician re-positioned the lead a third time, which resulted in an appropriate position with good impedance measurements. The procedure was completed successfully to resolve the event and no additional adverse patient effects were reported. The s-ICD electrode remains implanted and in-service, and the tunnelling tool was not returned.

Event description:
It was reported that this patient was undergoing an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, when it was observed that the first attempted electrode position had elevated shock impedance values (~110 ohms) and substantial fat deposits underneath the electrode. The physician re-tunneled the electrode to attempt to obtain a more suitable position, but diagnostic imaging revealed that the tunnelling tool had perforated into the sternum. The physician re-positioned the lead a third time, which resulted in an appropriate position with good impedance measurements. The procedure was completed successfully to resolve the event and no additional adverse patient effects were reported. The s-ICD electrode remains implanted and in-service, and the tunnelling tool was not returned.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this subcutaneous implantable cardioverter defibrillator (s-ICD) tunnelling tool accessory was introduced beyond the subcutaneous space resulting in tissue damage and/or perforation during the implant procedure.